Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. Customer¿s blood glucose (bg) level was 550 mg/dl. A correction bolus via the pump was delivered to address bg. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.